Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01173. This report is being submitted as additional information. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device ¿ 74 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the reported event and the device cannot be conclusively determined. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted for concern for volume overload. Transthoracic echocardiogram (tte) showed left ventricular overload, aortic insufficiency (ai) and worsening right ventricular function so the patient underwent right heart catheterization (rhc). At 5200 rpm and 5600 rpm there was no significant difference in right heart pressures. Log file analysis completed by the manufacturer¿s technical services representative revealed a decrease within the patient¿s pi causing the patient to become more pump dependent on (B)(6) 2018. The pump parameters and values appeared to be normal. On (B)(6) 2018, intraoperative transesophageal echocardiography revealed aortic insuffiency. Aortic valve replacement (avr) was performed. No additional information was provided.